Manufacturer narrative:
Insulin pump received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Insulin pump received with stripped battery cap coin slot, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. It was also reported that the they were unable to remove the battery cap. Customer's blood glucose level at the time 231 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.